Event description:
Caller reported a cartridge alarm which displayed a high blood glucose value. There was no adverse impact to the customer¿s blood glucose level. The customer corrected the high level with an injection and did not require third-party assistance. Technical support confirmed multiple consecutive cartridge alarms and arranged for a replacement pump with updated software to be sent to the customer. Instructions were provided for the storage and return of the defective pump, and all guidance was acknowledged by the customer.